Event description:
The hcp reported the patient had not "reached efficacy since approximately 4 weeks ago when she had knee surgery." The patient did have an MRI. The hcp subsequently discovered a volume discrepancy of greater than 25%. A therapeutic bolus of 0.25mg of drug was programmed to infuse of 15 minutes. The patient responded well. The event logs were accessed and it was discovered a motor stall had occurred in 2006, at 18:36 with a recovery the same day at 18:43. A follow up report will be sent when additional information is received.